Manufacturer narrative:
An event regarding the peeling of the color code involving a accolade rasp was reported. The event was confirmed. Method & results: device evaluation and results: the returned device showed signs of normal wear/use. The color code appears to be have degraded and peeled off. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: although the failure mode was confirmed the exact cause of the event could not be determined because the broken portion of the color code plug was not returned, nor were any of the mating components returned for evaluation. If the portion of the color code is returned and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the color code fell on the surgical area from the rasp during medical procedure. The color code particle was removed from the surgical site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the color code fell on the surgical area from the rasp during medical procedure. The color code particle was removed from the surgical site.